Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the o.r. Nurse attached the saw to the tip of the piezo handle as instructed. The surgeon could basically just make a mark in the bone and the tip broke at the threaded part of the hand piece. The clinic had some problem with this handle when it was delivered (the handle was worn). The surgeon stopped using it and got another handle. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Manufacturer narrative:
We have forwarded the complained article to the manufacturing site by satelec for investigations. We are now in the received of their findings. The investigation shows that the thread part of the piezoelectric system is broken. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is possible that too much mechanical force had been applied during the surgery. We are not able to determine the cause of this occurrence as it is afterwards impossible to determine how the thread part is broken off. The review of the manufacturing documents has shown that the device was manufactured according to the specification. No product fault could be detected.